Manufacturer narrative:
H3: one cadd solis vip pump was received in excellent physical condition. The event history log was reviewed and there was no evidence of the reported issue. The calibration process was conducted and the reported issue was able to be duplicated. The downstream occlusion sensor (dso) failed the calibration process during testing (verified in the mu status window. (Dso 0 psi high flow less than 308) value 208 0x00d0) failed value. The dso sensor was defective and inoperable; it will be replaced to resolve the issue.

Manufacturer narrative:
Additional information received by smiths on 29-jun-2021 via email: all issues were discovered at testing. There was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion calibration. No adverse effects were reported.